Event description:
It was reported that within two days of implant the patient mentioned having a poor heart rhythm. When interrogating the device a right ventricular lead warning was noted. The lead was reprogrammed to 7.5 volts and a rate of 70 beats per minute. The polarity was unipolar and it was not possible to reprogram the polarity. At that time the physician opted for a lead revision and decided to then extract and place a new lead instead. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. No anomalies were found on the save to disk review.